Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Visual inspection of the returned sensor revealed that a portion of the hydrogel (sensor's chemical component) was missing over the reference channel and on the back of the sensor. This damage was likely caused by excessive force from removal clamps during sensor explant and is unrelated to the user's complaint.functional testing of the returned sensor revealed that it was chemically underperforming. A further review of the in-vivo sensor data from dms showed decline in sensor performance most likely due to oxidation of hydrogel. This most likely contributed to inaccuracies observed by the user. The system eventually retired the sensor due to sensor performance and a sensor replacement alert was triggered by the system on 12 mar 2025. No further investigation was necessary for this complaint. As part of resolution, the RMA was issued for sensor replacement. B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 22 oct 2025. H3. Device evaluated by manufacturer? Yes.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The patient observed measurement deviations between cgm and blood glucose (bg) meter readings and provided the below set of examples for review. Date: time: sg value bg value: a. On (B)(6) 2025 11:26 210 mg/dl 260 mg/dl, b. On (B)(6) 2025 9:43 180 mg/dl 248 mg/dl, c. On (B)(6) 2025 8:08 65 mg/dl 118 mg/dl, d. On (B)(6) 2025 9:15 190 mg/dl 263 mg/dl, e. On (B)(6) 2025 08:04 100 mg/dl 170 mg/dl, f. On (B)(6) 2025 09:42 194 mg/dl 281 mg/dl. The issue was escalated to next level support who authorized a return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.